Manufacturer narrative:
Batch review performed on 09 may 2022: lot 2101309: (B)(4) items manufactured and released on 20-apr-2021. Expiration date: 2026-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery at 6 months from primary for stem loosening. The surgeon revised successfully the stem and head.